Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the geometry cannot move. Review of the log files shows "enmv_at_startup high" and "sibbox/board failed". Upon troubleshooting fse found that geometry module was defective and the sibbox cables need to be reconnected. The fse replaced geo module and reconnected the sib box. The defective module was replaced and returned to philips for further analysis. The failure analysis confirmed the malfunction of geo module and identified enmv was reading 12v at the startup. Following replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movement was not possible. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the geometry module and reconnected the sibbox cables. The system was returned to use in good working order.